Manufacturer narrative:
Troubleshooting of the device with the customer identified a lack of maintenance with the device that contributed to the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED would not power on after installiing a new battery pack. AED had been previously flashing red and alerting awhile back but now will not turn on at all. They reported this did not occur during patient use. No additional information provided.